Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two alerts were triggered approximately two months apart. The right ventricular (rv) lead had noise on the rv channel due to short v-v intervals and the pacing impedance was varying. The lead was explanted and replaced. No patient complications have been reported as a result of this event.